Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line alarm was not reproduced. A review of event history log revealed multiple air in line alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed air in line alarm during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.